Event description:
It was reported that device was unable to be withdrawn through the sheath. An 8.0mm x 40mm x 75cm express ld vascular balloon-expandable stent was selected for use in the severely stenosed and calcified iliac artery. The lesion was predilated with a 4cm balloon, but the stent was unable to pass through the stenosis. An attempt was made to withdrawal the device in order to predilate with a larger balloon, but the stent would not fully enter the 6f introducer sheath. It was retrieved in the subcutaneous tissue with a pair of forceps, opposite of the common femoral artery. A 7f introducer sheath was placed, and another 8mm x 37mm stent was placed instead. No further patient complications were reported.